Event description:
Staff nurse in pt room noticed pt was not maintaining tidal volumes on ventilator and she heard hissing noise. Found that blue heated circuit tubing had a hole melted through it and the wires inside were bunched up and extremely hot. Staff nurse occluded the hole and ventilation returned to normal. Respiratory therapy came in and bagged pt until tubing changed out. See scanned page.